Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported a syringe of juvéderm¿ voluma¿ with lidocaine "burst at the needle socket at the time of procedure". No injury was reported as it is noted "it didn't happen any problem with the patient".

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Method of use-posology: remove tip cap by pulling it straight off the syringe as shown in fig. 1. Hold the syringe body, firmly insert the cannula or the needle provided in the package (fig. 2). Firmly attach the cannula or the needle turning it gently clockwise as shown fig.2 until you get it well engaged into the syringe luer lock system. Check the needle visually according to figs. 3 and 4. Holding the syringe body in one hand and the cannula/needle cap in the other, pull the two hands in opposite direction to remove it, as shown in fig.5. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle or of the cannula and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported a syringe of juvéderm¿ voluma¿ with lidocaine "burst at the needle socket at the time of procedure". No injury was reported as it is noted "it didn't happen; any problem with the patient".